Event description:
It was reported that the patient presented in the emergency room and was bradycardic. It was noted that the right ventricular lead exhibited noise oversensing. The lead was capped and replaced on (B)(6) 2024. Patient status was not known.

Event description:
The lead was capped and replaced on an unknown date.

Manufacturer narrative:
Further information was requested but not received.

Event description:
New information received noted that the right ventricular lead was capped and replaced on 15 aug 2024.